Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, images were provided for assessment to clinical representative but no definite root cause could be determined. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. No conclusions could be drawn.

Event description:
It was reported that approximately 24 months post-implant of a bifurcated device, a suprarenal aortic extension, and a limb extension, a follow-up computed tomography scan revealed a type iii endoleak between the limb extension and a bifurcated device. Reportedly, the patient was treated with an additional limb extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.